Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the vessel sealer extend (vse) instrument did not move. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the complete batch number of the vessel sealer extend (vse) is k14250821-0316. The issue related was that the instrument stopped responding to the master tool manipulator (mtm). The jaws remained in a close position and did not open; however, they were not grasping tissue. The release mechanism was not used. The vse did not work at all. The jaws did not come into contact with a clip, suture, staple, or other metal objects. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. A visual inspection found no damage. The vse instrument was tested on an in-house system, and it passed the engagement, recognition, cut, seal and initialization tests. The jaw moved with a full range of motion, and no damage was found at the distal end that would cause any failure of the instrument. The vse instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.